Manufacturer narrative:
Awaiting return of product to conduct quality investigation.

Event description:
Consumer said he checked his blood sugar level and it was normal, but the meter said it was 25, so he added insulin an passed out. Consumer said paramedics came and gave him medication.